Event description:
It was reported that there was return of symptoms and 2 urinary tract infections (uti¿s). The patient had no problem with controlling her symptoms during the day but she could not at night. She spoke to her physician regarding the symptoms not being controlled but she was told to call her device manufacturer. At the time of report, she was on program 1 at 2.0 and she could feel stimulation. She increased stimulation to 2.1 which was comfortable sitting, standing and walking. Patient was aware that if stimulation became too strong, she would decrease it. The patient did not receive the therapy guide. Program 4 gave her pain and she changed it. She was on toviaz which she was taking at the time of report; she was also putting gelnique which is rubbed into the thigh to help with her incontinence. The patient¿s symptoms were getting worse at night. It was noted that the patient had a couple of utis prior to implant and a couple of uti¿s since implant. She had a uti in (B)(6) prior to report, she was on antibiotics for 10 days and it went away. She had another uti. She was the doctor and she was put on antibiotics for another 10 days until it went away. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a fol low-up report will be sent.

Manufacturer narrative:
Product ID 3889-33, lot# va0s6u3, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(6); product type programmer, patient. (B)(4).